Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The loose lemo cable was tightend and the ps3 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the lift column on the 9800 system intermittently will not go down. Also the fluoro beep continues a few seconds after releasing the switch. No pt injury was reported.